Event description:
It was reported that a myocardial perforation was found one week after the implantation procedure. The perforation was found on a CT scan and the physician subsequently explanted the lead, repaired the myocardial perforation, and re-implanted a new lead. There were no further complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.